Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 313mg/dl. The customer's father stated that the pump had no power even after changing the battery. The battery used was (B)(6). He was advised to leave the battery out for two hours and to call back if the display does not return after reinserting the battery. The customer treated with a manual injection. He stated that the light comes on but there was an arrow sign coming up with an l and some other letters. He was advised that the insulin pump will need to be replaced. He was advised to disconnect from the insulin pump and revert to back-up plan. The device was not returned for analysis.